Event description:
A malfunction alarm, specifically cartridge alarm 20, was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed consecutive cartridge alarms and decided to replace the pump, although the caller was not interested in obtaining an out-of-warranty loaner pump.